Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lab evaluation complete on 13-dec-2021: approx 16.5 to 17.5 from hub guiding catheter kinks.

Manufacturer narrative:
Device evaluation: 1 x oats-10-7 of lot number c1844241 was returned to cirl for evaluation. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6). 2021. Kink observed approximately 16.5 to 17.5cm from hub guiding catheter. A 0.035¿¿ wire guide didn¿t pass the kinks. Image review: n/a documents review including IFU review: prior to distribution all soehendra tannenbaum biliary stents are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. There is also a 100% visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. A review of the manufacturing records for oats-10-7 of lot number c1844241 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1844241. The instructions for use, ifu0096 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the IFU also instructs the user, ¿¿unlock short wire from wire guide locking device and advance introducer with preloaded stent over pre-positioned wire guide ensuring that wire guide exits guiding catheter at ide port.¿¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting and there was very little information provided by the customer. However, the most likely root cause is attributed to the guiding catheter and/ or pushing catheter becoming damaged during use which caused the difficulty deploying the stent. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 20-sep-2022.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When preparing the prosthesis for placement, impossible to slide the carrying catheter into the sleeve, catheter plication is forced and there was no success. "As per cc form": when the nurse wanted positioned the stent, it was impossible to advance the guiding catheter into the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.